Event description:
It was reported that blood was backing into the thermistor connector and dripping from the filament. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that there was heavy blood residue visible at the thermistor connector. A slit was found, 0.11 inches in length, at the 24.5 centimeter area (proximal of thermal filament), which entered into the thermistor lumen.